Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his left shoulder. The patient followed up with his physician who prescribed an antibiotic and (B)(6) for the skin irritation. Follow up indicated that the skin irritation improved.